Event description:
It was reported the video system center had no image. The problem occurred during preparation for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: no image with the 180 scopes. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to failure of the patient board set (circuit board), the image is not displayed when connecting the 180 scopes. During processing of this complaint, attempts were made to obtain complete reporter information. Olympus will continue to monitor field performance for this device.